Manufacturer narrative:
Device evaluation: returned device was received with damaged lens. Uso seal collapsed and the tampered seal is missing. Evidence of reported problem in event log was found. During the evaluation of the device the upstream sensor was found collapsed in. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was experiencing an upstream occlusion. There were no reported adverse events.